Event description:
A female pt had an endovascular stent graft placed in 2006. Pt came back in for yearly check-up and it appeared there was a type I endoleak. The CT scan noted the suprarenal struts were clustered in front of the right renal artery. The pt's right kidney has reduced function.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation; short proximal aortic neck; an inverted funnel shape; and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. The customer returned a dvd of the CT scan which was reviewed. It is the determination of these individuals that the clustering that is seen is due to adverse pt anatomy causing the suprarenal struts to cluster.